Manufacturer narrative:
Eval summary: the hand piece was returned with a loose mount. It was tested on a generator and an error code 5 was received. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported the device was returned due to error code 3 occurring during prerun. The handpiece was replaced and the laparoscopic abdominoperineal resection was completed without any pt consequence. The device is being returned for analysis. Troubleshooting was done with test tip.